Event description:
Reportedly, the user developed skin problems at the attachment site of the speech processor after the initial surgery and underwent autologous skin grafting. Even after the plastic surgery, the damaged skin did not improve and required ongoing treatment. Reportedly, the device was exposed due to the skin problems. The device was explanted. Re-implantation will be scheduled after the skin has completely healed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. According to the information received from the field the device was explanted due to an extrusion of the device through the skin. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. However, the presence of the device might have contributed to its subsequent development. Reportedly the recipient had skin issues since implantation surgery, however the wound healed after initial surgery. This is a final report.

Event description:
Reportedly, the user developed skin problems at the attachment site of the speech processor after the initial surgery and underwent autologous skin grafting. Even after the plastic surgery, the damaged skin did not improve and required ongoing treatment. Reportedly, the device was exposed due to the skin problems. The device was explanted. Re-implantation will be scheduled after the skin has completely healed.